Event description:
Pt had cypher stent implanted. The next day pt developed hives from head to toe. There were blood pressure changes mainly on the high side. There was headache, burning sensation, tightness in the chest, difficulty with breathing, nausea and pain. Plavix was discontinued as part of the medication. Pt feels better, still has rashes but mild.